Event description:
As reported: "patients right hip had poly and head swapped due to infection. Initial op date was (B)(6) 2022. All information on this patient is included."

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: 6.5mm low profile hex screw 25mm; cat# 7030-6525 ; lot# vrd. 6.5mm low profile hex screw 30mm; cat# 7030-6530; lot# wsph. 6.5mm low profile hex screw 30mm; cat# 7030-6530; lot# x7d. 6.5mm low profile hex screw 45mm; cat# 7030-6545; lot# ykk. Tridentii tritanium multi 58f; cat# 709-04-58f; lot# 89753001a. Delta v-40 ceramic head 36/+2,5; cat# 6570-0-536; lot# 93330704. High insignia collared hip stem; cat# 7000-6604; lot# 94613302. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.